Event description:
It was reported by the patient's old neurology department on (B)(6) 2015 that the patient passed away. The patient had not been seen in a very long time and was seeing a different physician before he passed away and they do not know where he was being seen. The neurologist has no details of the patient's death. An obituary search revealed that the patient passed away on (B)(6) 2015. The obituary does state that he suffered from a long term chronic illness. Attempts for death certificate were unsuccessful since the state the patient passed away in only allows legal representative of decedent's estate, immediate family members , extended family members who indicate a direct relationship to the decedent , and power of attorney to obtain the information. No further relevant information has been received to date.

Event description:
Follow-up received from the patient's mortuary showed that the patient was buried with the device on (B)(6) 2015. The cause of death as stated on the autopsy report was cardiac dysrhythmia.